Event description:
It was reported that the patient had a tibia-fibula fracture in (B)(6) 2014. The patient was treated with a medial distal tibia plate and a 1/3 tubular plate on the fibula. The patient re-presented with fibrous non-union and broken implant hardware. The medial distal tibial plate broke along with one 3.5 mm locking screw and one 3.5 mm cortex screw. It was noted that there was no screw at the site where the plate broke. On (B)(6) 2014, the patient underwent a revision procedure with a tibial nail insertion and bone grafting. The broken devices and fragments were removed. A surgical delay of 15 minutes was reported. The patient status was reported as okay. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
(B)(6). Date of post-operative device break is unknown. Device was implanted on an unknown day in (B)(6) 2014. Patient underwent a revision procedure on (B)(6) 2014, but it is unknown if the entire original implant was explanted. It is unknown if the device will be returned to the manufacturer for review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: november 19, 2012 -- a review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.